Event description:
Healthcare professional "physician 'knicked' the device when closing". Device has been explanted.

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformance's noted. Reason for reoperation: use error.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: use error: unable to confirm as it is a medical event not related to the device. Additional observations: observed opening device anterior side assessed as surgical damage. Additional, changed, and/or corrected data: d6b, d9, h3, h6.

Event description:
Healthcare professional "physician 'knicked' the device when closing". Device has been explanted.